Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports the heel warmer burst from the bottom side without the tab when activated causing the contests of the heel warmer to go all over the nurse's hand, arm, chest, and neck area. The areas without covering (arm and neck) did feel burning for a short period of time. The nurse showered and scrubbed off the area hit by the contents. After the shower, there was a reddening color to the skin with an irritating feeling.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.